Manufacturer narrative:
Inspected 1 random new sensor and performed continuity resistance test. Sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with an insulin pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor, the sensor functioned properly. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they removed the sensor and the cannula was missing. It was not in his body. The insulin pump alarmed lost sensor. Customer's blood glucose level was 134 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.